Manufacturer narrative:
The ventilator was returned to medtronic¿s product analysis laboratory. An investigation was performed and the event log was reviewed. There was no indication that a sudden shutdown had occurred in the logs. When in power saving mode, the display went blank after a few minute of inactivity. Tapping the touchscreen would take the ventilator out of power save mode. No fault was found with the returned ventilator. The ventilator was processed per service instructions for preventative maintenance and the ventilator was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 plus ventilator shut down and came up with a green screen while the patient was being transported. The patient was placed on another ventilator with no injury. It was reported that the ventilator was powered down during a procedure. When the ventilator was turned back on, the power was reported to be on but the display was blank.

Event description:
It was reported that the ht70 plus ventilator shut down and came up with a green screen while patient being transported. Patient was placed on another ventilator with no injury reported.